Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to low battery while the customer was asleep. Tandem technical support (cts) verified that the battery depletion rate was within normal parameters and that the customer received the appropriate low power alerts prior to the pump shutting off. Customer acknowledged. Customer indicated that the blood glucose (bg) may have been above 500 mg/dl. Reportedly, the customer charged the pump, resumed insulin delivery and delivered a bolus to correct for the bg. Cts instructed the customer to monitor the battery level and to charge the pump regularly. Customer acknowledged.